Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: the investigation of the returned device did not find any evidence of product malfunction or product error. The root cause of the reported event is being attributed to unintended user error and a need for corrective action was not established. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Event: after making this w / s in order to corroborate the correct operation of the parts of the set of delta xtend, and which we had several complaints we reached the following conclusion on the code 230792003 (screwdriver for blocked screws) the same do not hold the screw, as the sleeve does not grip the head of the screw. The first test was performed with the lot screwdriver. 5241230, confirming the failure was tested with a second lot (5314073) and the same does not hold the head of the blocked. We attach photos, being necessary to clarify that the screwdriver can be used only in case it is used with the guide to prevent the implant from falling.